Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag was too full during dialysis mode. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode, but was not initially observed. The saline bag was noticed to be too full during dialysis. They changed the saline bag and completed treatment. No medical intervention was required for the patient. There were no parts replaced on the device by the technician and the machine was returned to service.